Event description:
The customer reported to corporate product surveillance that their home infusion therapy dept is having no flow issues with the clearlink continu-flo solution set. The set is used for gravity infusions and the facility has used this product for many years without issues. Lately, patient and nurses are complaining that the drip chamber will partially fill and then nothing flow beyond that in. The facility uses baxter's minibag plus system. There was no patient injury or medical intervention associated with this report. No other information was available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The customer returned three unused samples for evaluation. The returned samples were visually and functionally tested and the reported condition was not confirmed. Visual inspection determined all components were present, in the right position and complete. Slit visualization with a male luer lock syringe was applied to the clearlink y-sites and found the baseline slit was within specification. Functional testing was performed to test the general function of the product and adequacy of the directions for use, including checking the drop size delivery. The returned samples also passed fluid path occlusion, functional, and under-water pressure testing. The returned samples functioned as intended. Batch records were reviewed and all release criteria were within specifications.